Manufacturer narrative:
Other applicable components are: product ID: 37604, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The hcp reported that during a routine impedance check, the patient's electrode impedances seemed normal, but the therapy impedance showed "high" for ohms, and "low" for ma. The hcp reported that they took the impedance measurements twice with the same result. The hcp reported that the patient was programmed at 2-c+ 3.5v, 150usec, 160hz. The hcp also reported that when testing electrode impedances, c2 at 3v was 1141 ohms. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2018-00957 for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received for the healthcare professional (hcp) reported that after (B)(6), the patient was seen, went to a study group, and their device was checked with another clinician programmer. The hcp stated that they were not too concerned as the patient was not having any therapeutic issues. The patient was to be seen again in (B)(6).